Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device not available.

Event description:
It was reported that a 4 hole wurzburg plate was inserted for orif fractured mandible in 1996. Plate now requires removal due to type of screw head.